Event description:
The customer reported that the pump was damaged near the charging port, making it difficult to insert the charging cord. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from the technical support team, and since the device was out of warranty, they were in the process of obtaining a new one.